Event description:
It was reported that the patient presented via a remote transmission with several automatic mode switch (ams) episodes due to atrial lead noise. The patient was experiencing palpitations during the episodes. Programming changes were made. The patient was stable.